Manufacturer narrative:
Despite multiple attempts, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead or right ventricular (rv) lead dislodged following implant. A lead revision procedure was performed. The lead was repositioned and remains in service. No additional adverse patient effects were reported.